Event description:
The customer reported 0 miu/ml quality control (qc) beta human chorionic gonadotrophin (bhcg) results were obtained involving unicel dxc 600i synchron access clinical system. Upon review of the reagent inventories, it was discovered the reagent packs were loaded onto two different unicel dxc 600i synchron access clinical systems. The customer stated patient results were not affected. The customer retested patient samples. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the issue was resolved during troubleshooting with beckman coulter customer technical support (cts). Reagent pack sharing between systems can potentially cause erroneous results. Product labeling indicates reagent packs cannot be shared between diagnostic systems. (B)(4).